Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for a left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. Pfn shows "date allergan was first notified: 7/8/2024".

Event description:
Healthcare professional reported "rupture". This record is for a left side. Device was explanted.